Manufacturer narrative:
(B)(4). The pipeline flex braid was returned for evaluation without the sheath or push wire. As received, both ends of the braid were found to be fully open with fraying damage. Based on the product analysis findings and the reported event details, the complaint of pipeline flex failure to open could not be confirmed. The pipeline flex braid was found fully open with damage on both ends. In addition, the cause for damage could not be conclusively determined. All pipeline flex braids are 100% inspected for uniform outer diameter, as well as damage and irregularities during the manufacturing process. It is possible that the damage was caused by the device being resheathed more than the recommended two times. Pipeline flex instructions for use includes a warning ¿resheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ all mdrs related to this event: 2029214-2016-00014 2029214-2016-00015 2029214-2016-00016.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was being treated for a ruptured blister aneurysm in the left internal carotid artery (ica). Neck diameter was 8mm. Landing zone artery size was 3.5mm distal and 4.75mm proximal. The vessel was moderately tortuous. The physician had already implanted four flow diversion devices and was attempting to place the final device. A pipeline flex was attempted, but did not open in the distal section during deployment. The device was resheathed three or four times, which was not successful in opening the distal section. The pipeline flex was pulled back through the catheter and removed from the patient. The physician was ultimately able to complete the procedure with a new flow diversion device. Post-procedure angiography showed minimized filling of the blister area. There was no report of patient injury as a result of this event.